Manufacturer narrative:
Correction to model/catalog number in d4.

Manufacturer narrative:
To date, the device has not returned for evaluation, the root cause could not be established. Additional reporting on this event will be provided as a follow up report if more information becomes available.

Event description:
It was reported that the tip of the drill bit broke off into the patients bone frimly. It was reported the surgeon was unable to remove from the bone. The tip is retained in thee patient.